Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump and helped the caller reset it. After resetting, the malfunction code did not recur and the customer was advised to continue using the pump, with instructions to call back if any further issues arose, which the caller understood.